Event description:
The company was info that the pt is no longer benefiting from the device. Revision surgery is under consideration. Advanced bionics is in the process of gathering add'l info. Once add'l info is received a supplemental report will be submitted.